Event description:
Spontaneous call from patient who reported that her site has been in a lot of pain. She reported that it was red, swollen, and hard and she is very worried about it being infected. Patient actually went to urgent care today and she was turned away because she had not made an appointment. So far, she stated that she has only used "creams" for the site pain, tylenol, and applied aloe vera. She has reported site issues before but she plans on following up with her doctor's office tomorrow. Author reached out to (B)(6) nurse who called her and then responded back stating that patient might be experiencing an allergic reaction to iv3000 dressing. Her last site change was earlier this month. Patient is on subcutaneous remodulin therapy. No other information provided. Reported to (B)(6) by pt/caregiver.